Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was originally reported that during a surgical procedure involving the navigation system, the surgeon was unable to register. The site switched to an alternate navigation system. There was no impact on patient outcome. During troubleshooting, registration became inaccurate. Additional information was received. At the time of the call technical services (ts) and the manufacturer representative (rep) were unsure of which patient the complaint was against. The doctor/site was not giving adequate information to ts or the rep to determine which patient the complaint was against. Patient archives were pulled for both patients. The registration notes for patient with initials mb were: 0.8 - with a touchpoint- not excessive tracing not too little for the registration. The registration notes for the patient with initials lm were: 2.3 two touchpoints. One yellow touchpoint one green yellow touchpoint. Big yellow circle of accuracy around almost the back of senoid. During troubleshooting, the rep was using her resin head and with the resin head she was able to get 4.4 (with just trace) with about 2 mm of inaccuracy. The rep registered resin head 5+ times with results 2.1-9mm of accuracy results. It was reported that the issue occurred during a functional endoscopic sinus surgery (fess) procedure. This issue caused at least a 30 minute surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752 top emitter, serial/lot#: (B)(6), UDI#: (B)(4); product ID: 9735521 side emitter, serial/lot#: (B)(6), UDI#: (B)(4); product ID: 9736226 software, serial/lot#: (B)(6), d9: the return date for the side emitter was 2025-01-30 and the return date for the top emitter was 2025-02-11. H3, h6: multiple fdd/annex a codes were reported. A0908 was coded for system was inaccurate during registration. A0907 was coded for unable to register. The system was serviced in the field by a medtronic representative. A software failure was found. Codes b01, c10, and d18 are applicable. An additional evaluation of the system was performed by a manufacturer representative who went to the site to test the navigation system. The flat emitter was replaced. Codes b01, c07, and d02 are applicable. The side emitter was returned for evaluation. No failure was found. Codes b01, c19, and d14 are applicable. The top emitter was returned for evaluation. No failure was found. Codes b01, c19, and d14 are applicable. Img code: g02008 applies to the software and g02018 applies to the emitters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217r, lot #: 7-2391518. H2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer had electrical failure as the system would not boot up and displayed a black/blank screen. The solid-state drive was defective. Codes: b01, c02, d02. H2) please see section d9 for when the computer was available for evaluation and the additional codes section for new annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Code d15 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.